Event description:
Litigation papers allege the patient will not many years of continuous medical treatment as a direct and proximate cause of her implant.

Event description:
Litigation papers allege the patient will not many years of continuous medical treatment as a direct and proximate cause of her implant. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received with operative report. Indicates that it was patients right side, rather than left. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.(B)(4)

Event description:
Update 1/16/16 medical records received. Medical records reviewed for MDR reportability. Received primary surgical report without complications and no revision surgical report within medical records or revision reported. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 8, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.